Event description:
It was reported that during an av fistulia clot removal procedure, the proximal end of the balloon telescoped into the distal end and the physician used a snare wire to retrieve the balloon. The procedure was successfully completed. Patient status is reported as "ok".